Event description:
The reporter stated that the pump did not indicate the correct amount. The pump screen indicated that 2.1 cc were delivered however only 0.5 cc had been delivered. The facility's biomedical engineering department had performed two flow tests and the pump delivered accurately both times. There was no pt injury or treatment associated with this event.